Manufacturer narrative:
Correction: h6. Patient codes (ime/annex e), additional codes: imf (annex f) health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pressure and shortness of breath.  It was also reported that during use of the right atrial (ra) lead atrial events appeared to be falling in refractory period at times, possibly leading to some inappropriate atrial pacing during atrial tachycardia (at)/atrial fibrillation (af) episodes.  The ra lead remains in use.  No patient complications have been reported as a result of this event.

Event description:
It was further reported that reprogramming was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pressure and shortness of breath. It was also reported that during use of the ca rdiac resynchronization therapy pacemaker (crt-p), atrial events appeared to be falling in refractory period at times, possibly leading to some inappropriate atrial pacing during atrial tachycardia (at)/atrial fibrillation (af) episodes. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Desc evt problem, d1., d2., d3., d4., g3., g4., additional codes: img (annex g) component medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.